Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while stapling the stomach, the distal end of the staples had a poor formation. The surgeon used a pds (polydioxanone) suture to sew up the minimally damaged tissue.